Event description:
Undersensing of at /af and oversensing of artifact/noise on the atrial channel. Atrial bipolar lead impedance warning. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).